Event description:
It was reported that the right ventricular lead was fractured. The lead was capped and replaced during a pulse generator change out procedure. No patient symptoms or additional information was reported.

Manufacturer narrative:
(B)(4).